Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle failed to retract and the barrel of the plunger failed. This was discovered during use. The following information was provided by the initial reporter: material no: 305271. Batch no: unknown. It was reported that on multiple occasions, the needle failed to retract leaving the needle exposed. Several staff have experienced on multiple occasions that the needle is faulty, and does not retract as it is designed to do. Thereby, causing a safety hazard for all involved when an im is to be administered. Last week as an im was being administered, the barrel on the plunger failed and the medication came running out the back of the syringe. The needle needed to be removed from patient¿s gluteal muscle by hand and medication that was to be injected in patient¿s muscle was dispersed randomly. It could not be determined how much medication, if any, the patient received and the dose of medication could not be repeated.

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6) 2020. D.4. Medical device expiration date: 2024-04-30. D.4. Medical device lot #: 9142816. H.4. Device manufacture date: 2019-05-22.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb needle failed to retract and the barrel of the plunger failed. This was discovered during use. The following information was provided by the initial reporter: material no: 305271 batch no: unknown. It was reported that on multiple occasions, the needle failed to retract leaving the needle exposed. Several staff have experienced on multiple occasions that the needle is faulty, and does not retract as it is designed to do. Thereby, causing a safety hazard for all involved when an im is to be administered. Last week as an im was being administered, the barrel on the plunger failed and the medication came running out the back of the syringe. The needle needed to be removed from patient¿s gluteal muscle by hand and medication that was to be injected in patient¿s muscle was dispersed randomly. It could not be determined how much medication, if any, the patient received and the dose of medication could not be repeated.